Event description:
The customer stated that she was having general concerns with high readings on the meter and provided data for one patient sample. The customer stated that a blood glucose result of 117 mg/dl was obtained at 10:35 am on the accuchek performa meter (serial number (B)(4)). At the same time, a laboratory sample was drawn. The sample was run at 10:58 am and the result was 76 mg/dl. The patient was not diagnosed with diabetes and the laboratory staff did not believe the meter result. The only result reported out of the laboratory was 76 mg/dl. There was no treatment based on the reading on the meter. The controls had passed when run within 24 hours of the test, on the day before the comparison. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
This follow up report is submitted due to a missing follow-up number and to correct the numbering. This report is a duplicate of 1823260-2016-00854-02 already submitted. The customer returned the strips and the meter. They were tested using control solution. All of the returned results were within the acceptable range. There was no product problem found.